Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not et begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the evaluation once it is completed. Explanation of method code "other": a sample device was returned and is currently in transit to the investigation site.

Event description:
A report was received that alleges that the inflation line of the tracheostomy tube became detached after 2 days situ. Replacement was required. No incident related medical sequela was reported.